Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting oversensing of noise and a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.